Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Good morning. On 4/20/2024, we had a safety event reported for bd item #s 10015861a (bd alaris pump infusion set low sorb tubing 3 smartsite). Let¿s identify this as bd 271, as a reference number. The defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Bd 271: reported date: 4/20/2024; event date: 4/20/2024; item numbers: 10015861a; lot number: 23095704; item available for pick up?: no; picture: yes, see attached; patient harm: minimal harm; area: ambulatory treatment center - main (clark clinic)

Manufacturer narrative:
The customer reported a safety event, and returned photos of the incident. A set of material 10015861a, lot 23095704 was shown. Upon initial visual examination, the set was confirmed to have a separation at the distal end of the 2nd smart site, just below the pump segment. Manufacturing provided a memo for the failure, but was unable to confirm a root cause without the physical sample. Since the material and lot were made, there has been a process improvement to the material line. The improvement was to the solvent dispenser, which should improve any issues related to tubing separations. Device history record review for model 10015861a lot number 23095704 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.